Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Macroscopic and optical inspection reveals fracture, with a portion of the implant broken off and not returned for analysis, as well as witness marks, gouges, and plastic deformation at one end of the implant, suggesting disc space preparation prior to cage insertion.

Event description:
It was reported that the first spacer broke with inserter attached during an unspecified spinal surgery. A second spacer was used and also broke. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.